Event description:
It was reported that during a procedure, a leak was observed with the faradrive steerable sheath clear hemostatic valve. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed. The sheath is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap. Based on all the available information, the cause of the reported leak was likely attributed to the device design, as a tear in the flush lumen close to the valve underneath the handle cap of the sheath was identified, creating a leak path. Further investigation is ongoing and bsc is working with the supplier to determine whether any additional solutions will be implemented. Additionally, it was noted that the sheath's valve was torn and deformed, however, this was likely due to the dilator still being inside the sheath when it was returned and sterilized.

Event description:
It was reported that during a procedure, a leak was observed with the faradrive steerable sheath clear hemostatic valve. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed. The sheath has been returned for analysis.